Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up via merlin.net with the pulse generator in backup operation. The patient was brought into clinic, where the device was successfully restored via firmware update. The were no patient consequences reported.